Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose value was above 400 mg/dl and got up to 450 mg/dl to 460 mg/dl before coming down to low blood glucose of 70 mg/dl and 40 mg/dl. The customer treated herself with shots and insulin pump for high blood glucose and with sugar or glucose tablets for low blood glucose. The customer stated that the leaks incident was a couple of months ago. Customer stated that he had other issues with the insulin pump like it will calibrate and bolus for high blood glucose it would suddenly come up with bolus required. While customer is giving a bolus using auto mode the other day blood glucose was down to sensor glucose value 40 mg/dl and auto mode never stopped giving him insulin when it got down to 70 mg/dl he ate and then he was down to 40 mg/dl and saw the insulin pump was still giving boluses. Customer had one incident with high blood glucose that he had to a site that leaked and did not call in about it he just changed it out and it was fine did not reported it stated that there was not any hospital events associated to this. The devices will not be returned for analysis.